Manufacturer narrative:
The device was reported as not available. On 09-aug-2021 we received the information that the device is available. Device was returned on 12-aug-2021. Visual inspection performed by knee r&d manager. Revision surgery of a gmk sphere tibia construct after 4 years from primary cemented tka. Reason for revision is reported to be "malposition of the tibial component". From visual inspection of the returned tibial baseplate, any anomalies can't be revealed on the explanted component. There is no evidence to suspect that the event was related to a faulty device.

Manufacturer narrative:
Batch review was performed on 15.07.2021: lot 168500: (B)(4) items manufactured and released on 31-may-2017. Expiration date: 2022-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 4 years after primary cemented tka, revision is deemed necessary and the reason that appears on the report is "malposition of the tibial component". We cannot comment on this statement because the one radiograph supplied portrays the knee only and the rest of the tibial and femoral bones are not visible. It is also possible that medial subsidence of the tibial plateau took place because the bone gave way, we cannot tell. The metal baseplate appears detached from the tibial bone also laterally. From the available information, we have no reason to suspect a faulty device at the origin of this adverse event.

Event description:
Revision surgery was performed due to malpositioning of the tibial part 4 years after the primary surgery.